Manufacturer narrative:
Device was not returned to MFR. Customer was contacted & the problem was discussed. Advice was provided to the user & the issue was resolved. To prevent the incident occurring again. Customer education issue.

Event description:
Sensor gave anomalous readings. No report of injury has been received.